Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the keyboard and audio were not functioning. The device was in use monitoring patients. No adverse event was reported.